Event description:
A report was received that the pt was experiencing charging difficulties. After several attempts at troubleshooting, it was determined that the ipg was fully charged when the charger was coupled over the ipg. A test remote control was also used to link the ipg without success. The pt mentioned that she had a non-device related procedure but was unsure if electrocautery had been used. An ipg replacement has been recommended.